Event description:
Screws (x3) broke at first turn during an ulna collateral ligament repair in a patient. Or staff indicates difficulty was noted when placing the first screw on the driver. The temperature indicator was checked after the procedure and noted black (activated). This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The implants were not returned and the customer's complaint could not be verified. The customer states the temperature indicator was activated and it was difficult to place the first screw on the driver. These conditions may suggest heat damage to the implants. However, the cause of this event cannot be determined without implant's evaluation. There is only one other complaint of this type for this part/lot combination. There are no more units of this lot in stock.